Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's daughter that the right atrial (ra) lead failed while doing a device check. Follow-up with the device clinic revealed the lead was not sensing or pacing correctly. The ra lead was inactivated. No patient complications have been reported as a result of this event.